Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed reprogramming. The patient stated when they turned the stimulation up to help with the back pain, it vibrated in their stomach, so they had to turn it back down. The patient stated when they turned it down, it didn¿t help with the pain. The patient stated they had been going to the patient and receiving ultrasound on the left side. The patient stated the device was located on the right side. The patient was thinking it could the spinal cord stimulator device since it had been a while since they had any adjustments. They stated they had been miserable. It was reported that the vibrating in the stomach rather than their back began over a month ago, but was hard to say when (2018). No further complications were reported/anticipated.